Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 02-aug-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-apr-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 02-aug-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-may-2016. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching which caused the controller not to recognize them when they were attached. The batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was involved in power switching. The controller was exchanged.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2018 / serial#: (B)(6) UDI #: (B)(4). D10: no h4: mfg date: 28-feb-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of batteries bat217412 and bat216924 revealed that the devices passed visual inspection and functional testing. Failure analysis of battery bat218749 revealed that the device passed functional testing. All three batteries were able to adequately connect and provide power to a test controller. Visual inspection of battery bat218749 revealed that the battery connector release indicator was illegible. This is an additional observation unrelated to the reported event and likely due to wear and/or handling of the device. Failure analysis of the returned controller revealed that the device passed functional testing. The controller was able to recognize the batteries attached to both power ports. All connections were stable with no abnormalities observed. Visual inspection revealed contamination within power ports one (1) and two (2). Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event due to a momentary disconnection involving bat218749 within the analyzed period. As a result, the reported premature power switching event was confirmed; however, the reported "inability of the controller to recognize the batteries" event could not be confirmed. A power source lubrication procedure was performed on the associated power sources on 09-aug-2018 prior to the reported event date. The most likely root cause of the premature power switching event after lubrication can be attributed to momentary disconnections due to contamination of the controller power ports and/or the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. A possible root cause of the observed contamination of the controller power ports can be attributed to handling of the device. A possible root cause of the reported "inability of the controller to recognize the batteries" can be attributed to an intermittent connection between the controller and batteries. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 135 h6: FDA conclusion code(s): 4307, 19; d4: serial#: (B)(6); d10: yes, return date: 11-sep-2019; h3: yes dev rtn to MFR? Yes; h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 174, 331 h6: FDA conclusion code(s): 4307, 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.